Event description:
User experiencing issues with low patient sodium and potassium recovery occurring sporadically for about 1.5 to 2 years for multiple patient samples. The following patient data was provided which was discrepant. Units of measure are mmol per l. Samples 1 through 5 were drawn on (B)(6) 2009 and were initially tested for sodium on (B)(6) 2009, first repeat on (B)(6) 2009 and second repeat on (B)(6) 2009. Sample 1, initial 132.1; repeats 133.7 and 140.6. Sample 2, initial 124.5; repeats 119.0 and 133.8. Sample 3, initial 100.8; repeats 92.4 and 140.7. Sample 4, initial 122.1; repeats 129.8 and 130.5, sample 5, initial 130.7; repeats 116.6 and 130.3. Samples 6 and 7 were drawn on (B)(6) 2009 and were initially tested for sodium and repeated on the same dates as samples 1 through 5. Sample 6, initial 117.5; repeats 136.6 and 142.4. Sample 7, initial 122.8; repeats 134.2 and 137.4. Sample 8 was drawn on (B)(6) 0209, initially sodium on (B)(6) 2009 gave 153.4; repeated on (B)(6) 2009 gave 156.3 and repeated again on (B)(6) 2009 129.2. Samples 9 through 13 were drawn on (B)(6) 2009; samples 14 through 18 were drawn on (B)(6) 2009; samples 19 through 24 were drawn on (B)(6) 2009. All of these samples were initially tested on (B)(6) 2009, and repeated on (B)(6) 2009. Sample 9, initial gave 129.3; repeat gave 140.0. Sample 10, initial gave 98.8; repeat gave 132.1. Sample 11, initial gave 120.3; repeat gave 137.2. Sample 12, initial gave 119.9; repeat gave 135.2. Sample 13, initial potassium gave 3.0; repeat gave 3.9. Sample 14, initial sodium gave 131.6; repeat gave 138.7. Sample 15, initial gave 127.6; repeat gave 133.7. Sample 16, initial gave 127.1; repeat gave 136.7. Sample 17, initial gave 127.5; repeat gave 135.7. Sample 18, initial gave 123.5; repeat gave 138.5. Sample 19, initial gave 124.8; repeat gave 136.0. Sample 20, initial gave 124.9; repeat gave 134.7. Sample 21, initial gave 126.1; repeat gave 133.5. Sample 22, initial gave 128.1; repeat gave 134.2. Sample 23, initial gave 123.1; repeat gave 135.0. Sample 24, initial gave 125.3; repeat gave 133.7. Sample 25 and 16 was drawn on (B)(6) 2009 and initially tested on (B)(6) 2009, first repeat same day and second repeat on (B)(6) 2009. Sample 25, initial sodium gave 107.1; repeats gave 131.8 and 135.8. Sample 26 ,initial potassium gave 3.2; repeats gave 3.9 and 4.0 and sample 27 was drawn on (B)(6) 2009, initially tested for sodium on (B)(6) 2009 resulting at 126.2; repeated sample day giving 138.3 and repeated again on (B)(6) 2009 giving 141.9. No erroneous results were reported, patients not adversely affected.

Manufacturer narrative:
The investigation is ongoing. If additional information is received, appropriate notification will be provided.